Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wear of the plastic at the insertion point of the irrigation port (transparent) with consequent leakage of faeces and contained in the probe of dignishield.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "supplier defect". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "irrigation of the retention cuff. If the retention cuff area becomes obstructed with fecal matter, it may be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port and depressing the plunger. Make sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device. Ensure that water drains. If the funnel or retention cuff area becomes clogged with solid particles, it may be irrigated by filling the syringe with water, attaching the syringe to the clear irrigation port and depressing the plunger." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wear of the plastic at the insertion point of the irrigation port (transparent) with consequent leakage of faces and contained in the probe of dignishield.